Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
During intra-aortic balloon (iab) insertion the physician noted that blood gushed from the balloon's surface. At the time the physician doubted the balloon had a tear. The physician replaced iab to continue therapy as the patient¿s condition was serious. The indications for use are unknown. There were some difficulties during insertion. There was no reported injury for the patient.

Manufacturer narrative:
Distributor: name: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded. No blood was visible on the catheter. The one-way valve and the stylet wire were also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported leak, iab during insertion event cannot be confirmed by the evaluation. The returned condition of the product indicates that the reported leak, iab during insertion problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
During intra-aortic balloon (iab) insertion the physician noted that blood gushed from the balloon's surface. At the time the physician doubted the balloon had a tear. The physician replaced iab to continue therapy as the patient¿s condition was serious. The indications for use are unknown. There were some difficulties during insertion. There was no reported injury for the patient.